Event description:
It has been reported to philips that the system was not fully booting and that it was stuck in a loop. After multiple attempts the system fully booted. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not fully booting and that it was stuck in a loop. Technician reboot the system multiple attempts. After multiple attempts the system was returned to use in good working order. But later on, (B)(6) 2023, the reported issue reoccurred, the fse replaced bios battery and the reported issue was resolved. The codes were updated based on the investigation outcome. Health impact code was corrected.